Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2316-70, serial # (B)(4), description: infinion 70 cm lead kit. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient experienced a loss of stimulation due to one of their leads exhibiting high impedances. The patient underwent a revision procedure to replace the lead with high impedances. During the procedure, the physician accidently cut one of the patient's leads. Both leads were replaced. The physician suspected malfunction.